Event description:
It was reported that the patient has had a performance decrement with her test scores over the last few months as well as the presence of a distracting 'motor' noise. Testing carried out showed all results within normal limits. Two subsequent programming appointments respectively eliminated the 'motor' noise and yielded positive response from the patient. Test scores, however, did not improve significantly. The clinic has scheduled surgery for (B)(6), 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.